Event description:
The customer called for software assistance. During the call, the customer stated that she was hospitalized for high blood glucose. The customer stated that cause of her high glucose was because the infusion set was kinked, and the insulin was not delivering. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.